Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2018 was chosen as a best estimate based on the date of revision surgery. (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted into the patient during an anterior repair with mesh + trans-obturator sling procedure performed on (B)(4) 2007 for cystocele and stress urinary incontinence. Postoperatively, on (B)(6) 2018, the patient had to undergo excision of vaginal mesh procedure due to mesh complications and transvaginal biopsy for pelvic mass. During the revision surgery, this patient had palpable mesh in the anterior vaginal wall. There was no erosion into the vagina or into the urethra or bladder. On pelvic examination, the patient was found to have a pelvic mass. This mass was very mobile. It was probably 6 - 7cm, very hard and irregular. It actually felt like the body of the uterus, but the patient had a hysterectomy many years earlier. Cystoscopy showed the mass was not related to the bladder, although it seemed to be pushing up the floor of the bladder. Examination of the vagina showed a blind cuff status post hysterectomy. There was a little channel on the left side that was probed and some purulent material was noted. Aerobic and anaerobic cultures were obtained. A longitudinal incision was made over the palpable mesh. It was easily encountered and removed up into the gutters on each side by sharp dissection. After the piece of mesh was removed and sent as specimen, the vaginal wall defect was closed with 2-0 chromic interrupted figure-of-eight sutures in the deep tissue and then the vaginal mucosa was closed with 4-0 vicryl running suture. There was really no bleeding encountered so no packing was used. The patient tolerated the procedure well and was transported to the recovery room in satisfactory condition.